Event description:
It was reported that patient got "good" therapy effect when implantable neurostimulator (ins) was on, but felt pain in pelvic area, felt "like anus was puckered up" and had issues with bowel movements. Patient tried all four programs since implant, but only had side effects on some and did not get therapeutic benefit on all programs. Stimulation was turned off for three days and pelvic pain went away, but symptoms of urgency returned. If amplitude was increased "too much", patient's toes pulled up and "knotted up" and knee bent. Program that cycled 12 sec on/12 sec off was preferred. Patient got good therapy during trial without side effects. Patient took morphine pills to manage pain. In addition, difficulty to turn stimulation off with patient programmer was reported. Additional information received reported that symptoms were caused by neuropathy. Original lead was properly located per x-rays on (B)(6) 2012. Revision was performed on (B)(6) 2012 to add lead and extension. System had "good" impedances with "good" patient response. No hospitalization and non-serious injury.

Manufacturer narrative:
Product ID, 37092 lot# 300120001 serial#, implanted: 2012 (B)(6), explanted: product type accessory product ID, 3093-28 lot# v884821 serial#, implanted: 2012 (B)(6), explanted: product type lead product ID, 3037 lot# serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).